Manufacturer narrative:
Additional information provided in d.4, d.9, h.3, h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification tip (phaco tip) was received. The returned sample was visually inspected and was found to be non-conforming with phacoemulsification tip observed to be bent at the bevel, cannula bent above aspiration bypass hole and bent at cone to cannula transition area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photo shows list of products with pack. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned sample is visually non-conforming with the phacoemulsification tip bent; therefore, a bent phacoemulsification tip cannula was confirmed; however, how and when the phacoemulsification tip became bent could not be determined. Most likely root cause is handling during placement of the phacoemulsification tip onto the handpiece. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the bent phacoemulsification tip cannula before surgery. The surgery was completed after replacing the tip with another one. The procedure type was unknown. There was no information about patient impact.